Event description:
During shoulder arthroscopy for a rotator cuff tear, the upper torso support component of the bed elevated all the way up. Bed would not return to the original position. When the doctor converted into an open procedure, the bed began to elevate and lower continuously. The pt was transferred to another bed, re-propped and draped. The open procedure was completed without problem. The pt was not harmed.